Event description:
The customer reported "the exposure button is getting stuck. Acts like it is exposing but does not". The field engineer noted that the system locked up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.